Manufacturer narrative:
A complete pendant was sent to the account to repair the bed.

Event description:
Information received indicates the cable pulled from the pendant body grommet exposing bare wiring.